Event description:
It was reported when using the bd alaris pump lvp 20d 2ss cv, the device experienced a damaged/defective tubing. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the tubing was defective which resulted in leakage. Verbatim: slow leak observed from alaris infusion pump by patient during infusion of r/l w/20u oxytocin at 125cc/hr. Alaris pump did not alarm while patient was receiving the infusion. On closer inspection by rn of the IV tubing inside the pump¿s module, it was discovered that the IV tubing was defected resulting in a slow leak. Rn replaced the IV tubing set and I/v fluid bag. IV tubing set product identifiers was recorded for safety report and discarded by rn.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.